Manufacturer narrative:
The service rep. Tested the device and observed intermittent full scale artifact in all leads. The rep. Replaced the device systems pcb assembly. Proper operation was then observed, through full performance and functional testing. Factory evaluation of the replaced systems pcb assembly observed artifact in standard leads, due to a mechanical discrepancy of the assembly ECG connector, j20.

Event description:
When an attempt was made to monitor the pt through the adapter and disposable defibrillation/ECG electrodes, a display of full scale artifact was observed. The device was switched to standard leads, in an unsuccessful attempt at correction.